Event description:
It was reported that after an uneventful insertion of the iab, difficulty was encountered inflating the balloon, but it finally opened. As the pt was being transferred from the cath lab table to a bed, the pump experienced kinked line alarms. It was noted that the catheter sleeve had separated at the bifurcation. The iab was removed and replaced without any pt complications.

Event description:
It was reported that after an uneventful insertion of the iab, difficulty was encountered inflating the balloon, but it finally opened. As the pt was being transferred from the cath lab table to a bed, the pump experienced kinked line alarms. It was noted that the catheter sleeve had separated at the bifurcation. The iab was removed and replaced without any pt complications.